Event description:
One touch ultra meter would not power on. Pt described feeling shaky, hungry. Pt had a back up meter and obtained a "low" result. Pt's physician was called for medical advice. No other treatment was sought. The customer service rep walked pt's family mother through troubleshooting. The pt had been using correct test strips. The meter powered on using the power button, however, the meter did not power on by inserting the test strip all the way into the test strip port. Pt's meter, control solution and test strips were replaced. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by pt's family member, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.